Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula which they tried to treat with multiple daily injection. Further, it was stated that the patient's bent cannula symptoms/issue were noticed within 3 hours of insertion. He was unsure of exact dates, but they have occurred since (B)(6) 2022. The patient's blood glucose was reported as 470-500 mg/dl and the infusion set had been used for around 3 hours. Moreover, he again faced a bent cannula issue which led to high blood glucose levels. Consequently, on (B)(6) 2022, he was admitted in the emergency room and stayed there for two days. At the time of the incident, his blood glucose level was reported as 600 mg/dl and he had high ketones, but his health care professional did not assess it as dangerous/ life threatening. The infusion set had been used for three days. During hospitalization, he was administered fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Moreover, he was released on (B)(6) 2022 from the hospital and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.